Event description:
It was reported that a pump triggered an altitude alarm, which temporarily suspended the customer's insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to clean the pump's speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed. The pump returned to normal operation, and the customer received tips for preventing future altitude alarms.